Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss could not be determined.

Manufacturer narrative:
B5 product was returned for investigation. Exterior physical visual inspection: passed . Voltage check: failed .

Event description:
Product was returned for investigation. An exterior physical visual inspection was performed and passed. A voltage check was performed and failed.